Manufacturer narrative:
(B)(4). Method: the returned heater head case was visually inspected for damage. Results: there was slight crazing on the front of the case as well as cracks originating from the middle of the warmer head. A lot check revealed one other complaint of this nature for lot number 030109. The other complaint was submitted by the same healthcare facility. Conclusion: the cause of the cracking and flaking is likely to be a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic of the infant warmer. The infant warmer unit is approximately 7 years old. The infant warmer service manual for the affected units features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components.

Event description:
A hospital in (B)(6) reported that the warmer head case of an iw910 infant warmer was broken. No patient consequence was reported.